Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted log file captured no external power alarms (B)(6) 2025 that activated while connected to the mpu due to both white and black power lead voltages simultaneously decreasing, consistent with losses of ac power. The alarm cleared after patient later connected to battery power. The backup battery was able to provide power to the controller during the no external power events. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms regarding the mpu active in the log file. The mpu, serial number unknown, was not returned for analysis. It is unknown if the mpu had a v-lock connector, if the ac power cord came loose, or if there was a loss of power to the house. Multiple attempts were made to obtain additional information from the customer regarding the event; however, at this time they had received no recent records indicating any changes, modifications or malfunctions related to the device. A root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for the mobile power unit were unable to be reviewed as the serial number was unknown. The current revision of the instructions for use (IFU) (rev. B) and patient handbook (rev. A) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were no external power alarms on (B)(6) 2025 due to a loss of ac power while connected to the mobile power unit.